Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the left anterior descending (lad) artery with moderate calcification and moderate tortuosity. After pre-dilation with a semi-compliant balloon, the lad was noted to become perforated. Therefore, the 2.8x19mm graftmaster covered stent was attempted to be advanced to treat the perforation; however, the stent failed to cross due to the anatomy. The graftmaster was removed from the patient. A coronary balloon was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.